Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported 15 - 20 issues that the patient experienced hyperglycemia due to kinked cannula in use for two - three days on (B)(6) 2026 and was treated with mdi (multiple daily injection). This emdr is being submitted for an unknown number quantity.